Event description:
The customer reported that erratic creatine kinase-mb isoenzyme (ck-mb) results, above and within the normal reference range, were generated on a unicel dxl800 access immunoassay system for multiple patient samples. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of three patients' ckmb results. One patient's erratic ckmb results crossed the upper reference limit of the assay while repeat testing on the same instrument and an alternate instrument produced lower results within the normal range of the assay. The second patient's ckmb results were all above the normal range of the assay but they were not reproducible within the labeled assay precision claims. The third patient's results were all within the normal reference range of the assay however were not reproducible within the labeled assay precision claims. All of these patient's ckmb results were accompanied by an instrument generated clx flag. The customer provided additional patient ckmb data however these patient ckmb results were reproducible and were within the normal reference range of the assay and hence were not regarded as erroneous and were excluded from this report. Other assay results were also provided for other patient samples; however these were not regarded as erroneous by the customer. The suspect ckmb results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were lithium heparin samples without gel separators. It is unknown whether the samples were full draws or possessed evidence of fibrin. The samples were centrifuged at room temperature prior to testing. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that assay instrument quality control (qc) was performing within the customer's established limits on the morning of the event. A system check performed after the event failed to pass within instrument specifications and failing calibration curves also occurred after the event. The reagent and calibrator lots associated with this event were 123056 and 119344 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) reported that system checks were failing when the fse performed the service assay. The fse also reported that cardiac troponin calibrations would not pass. The fse was able to perform a passing system check and assay calibrations after they assessed the instrument the cause of this event could not be determined based on the supplied information.